Event description:
The pt is a gestational diabetic - 36 weeks. Pt used the suspect device to check their blood glucose and obtained a result of 126 mg/dl. Pt ran a level 1 control and the value was out of range. Pt went to the hosp and the hosp checked pt's glucose on one of their meters and the level was 30 points lower. Pt was admitted overnight for observation. The suspect device was replaced with new product and then authorised for return to the manufacturer for evaluation.